Manufacturer narrative:
(B)(4). Returned meter evaluation showed no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage, user had an inaccurate reference.

Event description:
Customer complaint of high blood results. Performed back to back blood test, 330mg/dl-(the customer ate ober 2 hours ago). Expected blood glucose range is 130mg/dl-140ml/gl, before eating. Reviewed the last five blood results form the meter memory: (the time is not set); 288mg/dl, 12-16, 11:50 am, +2 hours after eating; 227mg/dl, 12-16, 6:45am, before eating; 152mg/dl, 12-11, 9:30, 2 hours after eating; 180mg/dl, 12-10, 10:30am, 2 hours after eating; 135mg/dl, 12-08, 2 hours after eating. No adverse event reported.